Event description:
Approximately four years ago, a 29 mm epic valve was implanted. On an unknown date, the patient complained about breathlessness and cusp prolapse was noted which resulted in severe mitral regurgitation. On (B)(6) 2018, the valve was explanted and replaced with a hancock 2 mitral valve. The patient is reported to be stable and has been discharged.

Manufacturer narrative:
Events of "mitral regurgitation" and cusp prolapse were reported. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.